Event description:
21g straight needle was used to attempt to puncture the skin for a blood draw. On three occurrences the needle was unable to puncture through the skin. Reference reports: mw5118051, mw5118052.